Manufacturer narrative:
Additional information was received november 19, 2015 on the event. The procedure was done on a female patient. The patient has no known anatomical abnormalities and was otherwise healthy. No transseptal puncture was performed. Heparin was given to the patient and the anticoagulation was maintained between 300-350s. The cardiac perforation occurred during the ablation phase and was confirmed by contrast injection and fluoroscopy. Interventions included pericardiocentesis, CPR and intubation. The patient did require hospitalization. Settings during the event include: power control mode / temperature cut off 50°c and temperature warning 43°c / flow setting 2ml/min during mapping, 17ml/min when on ablation 30 watts or less, 30ml/min when on ablation at 35 watts / st. Jude medical sheath was used. The power was not titrated during ablation. There were no error messages observed on biosense webster equipment during the procedure. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related as radiofrequency ablation in the right ventricular outflow track at 20-30 watts would suppress the premature ventricular contraction but they would come back. Therefore the power went up to 35 watts. This event was not due to a product malfunction. (B)(4). It was reported that a patient underwent a right sided idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and CPR. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Smartablate remote (model# unknown serial# (B)(4)). Decanav catheter (model# d-1285-02-s lot# 17335296m). Octapolar catheter (model# d-1079-213-s lot# 17309667m). (B)(4).

Event description:
It was reported that a patient underwent a right sided idiopathic ventricular tachycardia procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis and CPR. During the procedure, a perforation of the right ventricular outflow tract was noticed as the patient's blood pressure dropped. The perforation was confirmed by transthoracic echocardiogram. A pericardiocentesis was performed and approximately 1300ml of fluid was removed. CPR was also administered to the patient. The patient regained heart rhythm and blood pressure. The patient was intubated and in stable condition in the ICU, with a drain in placed at the time this complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.